Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the replacement of the dressing, the nurse noticed that the lumen for administering medications was broken. She immediately applied pressure, clamped the lumen and called the doctor so he can remove the catheter. After the doctor's auscultation, no clinical consequences were noticed for the patient as a result of the incident.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. A used 3-lumen catheter with the body cut off at 8 cm below the juncture hub. The distal extension line was also separated at 23 mm below the luer hub. Microscopic examination revealed that the separated edges were jagged indicating that it had been torn. The ID and od of the extension line were found to be within specification. A device history record review was performed and did not reveal any manufacturing related issues. Since the jagged edges of the separated extension line are characteristic of tearing caused by excessive force, operational context caused or contributed to this event. No further action will be taken. Corrected data: the previous follow-up report indicated that no sample was available for evaluation. A sample has since been received and the investigation was reopened.

Manufacturer narrative:
(B)(4) the report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. A device history record review was performed on the catheter and extension lines and did not reveal any relevant findings. The provided instructions caution the user not to suture directly to the outside of the diameter of the catheter and not to use scissors to remove or change the dressing to minimize the risk of cutting or damaging the catheter. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.